Event description:
The customer stated the insulin pump was exposed to an MRI. The customer then stated he was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer stated he lost consciousness while driving and hit a tree. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.